Manufacturer narrative:
MDR decision date: 06/10/13;07/02/13 ¿ mlb. Malfunction alleged. Provider states the end-user husband was using commode and the legs gave out.end-user's husband fell to the ground and has scrapes. No mention if medical intervention was sought.

Event description:
Provider states the end-user husband was using commode and the legs gave out.